Event description:
It was reported that sometime post a port placement, the CT mark was allegedly not visible under x-ray. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic x-ray image was provided for review. The x-ray image demonstrates a port placed in the left chest wall with the catheter entry in the left internal jugular vein. The CT mark is not visualized, and it is possible that adjusting the x-ray settings may result in better contrast of the CT mark with the background of the port. Therefore, the investigation is confirmed for the reported CT visibility issue in x-ray image. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the CT mark was allegedly not visible under x-ray. There was no reported patient injury.